Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "minimal liquid lamina was identified around both implants, probably reactive".

Event description:
Healthcare professional reported right side ¿silicone implant on the right with intracapsular rupture according to the attached examination¿, "a minimal liquid lamina was identified around both implants, probably reactive", and ¿retromuscular breast implants with slightly lobulated contours." Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27feb2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 22mar2024.

Event description:
Healthcare professional reported right side ¿silicone implant on the right with intracapsular rupture according to the attached examination¿, "a minimal liquid lamina was identified around both implants, probably reactive", ¿retromuscular breast implants with slightly lobulated contours" and "bilateral calcifications with benign characteristic" confirmed via ultrasound and mammogram" device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d6(b), h6.

Event description:
Healthcare professional reported right side rupture, "a minimal liquid lamina was identified around both implants, probably reactive", and ¿retromuscular breast implants with slightly lobulated contours." The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late : unable to observe as it is a medical event that is not related to the device. ¿ device wrinkling : no observed. ¿ wrinkling of the ski : no observed. ¿ calcification: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side ¿silicone implant on the right with intracapsular rupture according to the attached examination¿, "a minimal liquid lamina was identified around both implants, probably reactive", ¿retromuscular breast implants with slightly lobulated contours" and "bilateral calcifications with benign characteristic" confirmed via ultrasound and mammogram" device has been explanted.